Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with tortuous iliac anatomy underwent transfemoral tavr. As reported, the first 26mm valve got stuck in esheath shaft and would not advance. A second commander, valve, and a 16fr esheath were prepped. The 16fr esheath was advanced over a lundquist wire post dilation with 18f dilator. That esheath would not advance and was noted to be kinked under fluoro and partially split/tore while inserting. A 22f dry seal was prepped and the 2nd valve was delivered without incident. The patient was stable the entire time.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the sheath shaft was curved. The liner was lifted 6" from strain relief, and from 9-10" from strain relief. The liner was unexpanded in region between these two areas. A kink was present 1" from distal tip. The distal tip was opened along axial score line only and was split. Hdpe damage in two locations 1/8" from distal tip was noted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the risk management worksheet for the edwards esheath introducer set and esheath+ introducer set, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035'' guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed. Investigation results suggest/indicate that patient factors (calcification, tortuosity) may have caused or contributed to the difficulty/inability to introduce the sheath, while procedural factors (excessive manipulation) may have caused or contributed to the sheath kink and distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.